Event description:
It was reported that multiple occlusion alarms occurred. Customer reported resolving issue prior to call. Customer states they will not be using pump until new pump arrives. Customer's blood glucose was 153 mg/dl.